Manufacturer narrative:
The amo field service engineer went on site and examined the equipment and was not able to duplicate the reported incident. The field service engineer replaced the max drive as a precaution and upgraded the software. The system was within specification for the device. No further information is available.

Event description:
The customer reported that during a phacoemulsification procedure the phaco machine stopped and presented an error. The customer tried replacing four different handpieces and received a different error that would not clear. The patient was transferred to a hospital where the procedure was completed. There was a three hour delay in completing the procedure. There was no harm to the patient.